Manufacturer narrative:
This report is being supplemented to provide additional information based on the device evaluation and the legal manufacturer's final investigation. New information added to the following fields: h2, h3, h4, h6. Corrected fields: b5, e2, e3, h6 ("component code" and "problem code"). A review of the device history record found no deviations that could have caused or contributed to the reported issue. It has been over (3) years since the subject device was manufactured. Based on the results of the investigation, olympus found the presence of kinks and tear marks in the channel. However, it is not possible to establish the root cause. The user may reduce/prevent occurrence of the event by handling the device according to the following instructions for use. Using endo therapy accessories. Olympus will continue to monitor field performance for this device.

Event description:
It was observed during the device inspection, that the colonovideoscope exhibited: kink and tears in channel. There were no reports of patient involvement.

Manufacturer narrative:
The device evaluation is ongoing. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was observed during the device inspection, that the colonovideoscope exhibited: defects of the universal cord and the distal end connector control section. There were no reports of patient involvement.